Event description:
It was reported to tyco healthcare/kendall on december 20, 2007 that there was a product problem with the bone marrow needle. The customer reported during procedure, at the time of removing the stylet, the stylet and needle got separated from the above piece and inlaid in the patient's bone. Dr. Was able to remove the needle and stylet. Patient did not require surgery for removal of needle to stylet. No adverse affect to patient.

Manufacturer narrative:
A detail investigation is under way. Upon completion of the investigation the results will be forwarded.